Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's scs system implantable pulse generator implant site was repositioned on (B)(6) 2021 to a more comfortable location. Post-operatively, the patient's issue of discomfort was resolved.